Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with one reported discrepancy. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised. Patient had a prior patella repair with plates and wires of unknown manufacture implanted to address a patellar fracture (it is unknown if stryker knee implants were in situ at that time). Due to non-union, a patellectomy was performed. Surgeon decided to revise a 7x9 cs poly to a 7x13 cs poly. Rep was notified of the procedure over a week later and was not present. Rep confirmed that no further information will be released by the hospital or surgeon.